Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. He also reported that the pt has guttata and would not be a good candidate for lasik surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been received. (B)(4).